Event description:
(B)(4). Study sponsor: baxter. This report was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician in (B)(6) of bacterial peritonitis in a (B)(6) female subject coincident with dianeal pd1 therapy. On (B)(6) 2008, the subject began therapy with dianeal pd1 (6000 ml every day and 2000 ml every night, lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). The action taken with dianeal was not reported. On an unspecified date, the subject underwent a catheter exchange. On (B)(6) 2008, the subject experienced peritonitis. Treatment for the event was not reported. The primary contributing factor for the event was failure to do exchange in a clean environment. Outcome: recovered ((B)(6) 2008).

Manufacturer narrative:
(B)(4). The complaint is confirmed due to the breach in aseptic technique described in the report. The patient failed to perform therapy in a clean environment. The assignable cause was undetermined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. A follow-up report will be submitted if additional information becomes available.